Event description:
Pus at injection site, drainage at injection site, blisters at injection site, painful sensation of upper teeth, swelling of upper teeth, tenderness of injection site. Report received on 22-sep-2006 from a female consumer (age unknown) who is a staff member in the physician's office with no known allergies and no history of autoimmune disease, of herpes, who received injections of hylaform plus in 2006 to the vermillion border and the body of the lip. On an unknown date, she experienced swelling, tenderness, and blisters on the upper lip that drained pus. Additional information received from the physician on the same date stated the patient also experienced swelling and painful sensation of the upper teeth, and pustulating drainage of the injection site. At the time of this report, the patient's outcome was unknown. The physician did not provide his assessment of causality. Qa investigation results: review of the data did not indicate trends that could be associated to any product complaint.